Event description:
A thorocotomy patient had an epidural placed at the time of surgery. The patient was in the ICU, vented. The patient became apneic, hypotensive, and bradycardic. The patient was pain free and the epidural was turned off. A pulmonary work-up was done and found to be negative for a pulmonary emboli or pneumothorax. The next day, anesthesia aspirated fluid from the epidural and it tested glucose postive. The epidural was in the spinal fluid sac. The epidural was removed.